Manufacturer narrative:
The subject device is not available.

Event description:
It was reported that the patient expired on the table due to the perforation of internal carotied arthery (ica) while using the subject device. The physician did not have allegations agaist the device and noted that the product worked as intended.

Manufacturer narrative:
Executive summary : added; patient code grid: added. The device history record review could not be performed as the lot number is unknown. The subject device was not returned; therefore, physical as well as a functional evaluation could not be performed. Information available indicated that the device was confirmed to be in good condition prior to use. Based on the information currently available the exact cause of the issue cannot be determined. However, vessel perforation, hemorrhage and patient outcome of death are known risks associated with endovascular procedures and are listed as such in the device directions for use (dfu). Therefore, an assignable cause of anticipated procedural complications was assigned to this event.

Event description:
It was reported that the patient expired on the table from massive hemorrhage due to perforation of internal carotid artery (ica) while using the subject device. The physician did not have allegations against the device and noted that the product worked as intended.